Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular lead exhibited high pacing impedance. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The report of high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.